Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent damage was noted. The scheduled index procedure treated the 90% stenosed target lesion located in the moderately tortuous posterior descending artery. The physician attempted to place a 2.5x16mm taxus liberte with a direct stent technique, but was unable to cross at the proximal right coronary artery. Upon removal of the device, stent damage was noted. The procedure was successfully completed with another non bsc device. No pt complications occurred and the pt's condition was listed as "good".

Manufacturer narrative:
Age 18 or over. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed. (B)(4).